Event description:
The device and its base have melting and the pins are blackened. Customer stated cleaning the device with alcohol swabs. No other information was available. A request was made for return product and replacement product was sent.